Event description:
Customer reported there is no image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the backplane. Sys operates as intended.